Manufacturer narrative:
Additional information for d10, g4, g7, h2, h3, h6, and h10. The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder was selected for implant. When the device was released, a cobra shape was formed. The device was removed and exchanged with an 11mm amplatzer septal occluder. There were no patient consequences reported. The patient is stable and released.